Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawers were not opening. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were sticking when opening. A field service engineer proceeded to clean and rework all the rails and replaced the bump stops to resolve. After completing the work, the customer reviewed and verified the service. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1.- (B)(6).